Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 420 mg/dl. Customer also stated that they found blood on sensor. Customer did not receive calibration not accepted alert. Customer did receive sensor updating/sg value not available alert and change sensor alert. The insulin pump will not be returned for analysis.